Event description:
In december 2003, the pt reportedly experienced intermittency while using their sound processor. Pt exchanged external equipment. However, the problem was not resolved. Three days later the pt reportedly experienced an overly loud sensation followed by no sound. Two days later the pt was seen at the center for device evaluation. External equipment was exchanged. Further testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted.